Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
(B)(4) received information that the right ventricular (rv) lead exhibited loss of capture for an unknown reason. It was reported that there was no asystole due to the loss of capture. A revision procedure was performed where the rv lead was explanted and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that the loss of capture was due to a lead dislodgement. The rv lead had dislodged to the floor of the ventricle. This was the reason for the explant. No additional adverse patient effects were reported.